Event description:
It was reported that on (B)(6) 2023, the patient underwent an orif surgery with tfna long agmt for a basicervical neck fracture of the femur. The patient's fracture had a fracture line at an angle close to pauwels iii type. The surgery was completed successfully with no surgical delay. After the surgery, in (B)(6) 2024, femur head necrosis was confirmed. In (B)(6) 2024, it was observed that cement appeared to be shaving the acetabulum, as the trabecular bone of the proximal part of the femoral bone head was gone, leaving cement bare. The implants were scheduled to be extracted and replacement with an artificial bone head or tha was planned depending on the condition of the acetabulum. The surgeon commented as follows: the acetabulum was shaved by the cement remaining sufficient after osteonecrosis. Because the fracture line was at an angle close to pauwels iii type, the cause of this event was a problem of characteristics of the case, not a product problem. Cement was used in this case at the surgeon's discretion. Patient outcome is reported as stable. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 c.f.r, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: device history record (DHR) review conducted: part # 07.702.040s, lot # 3a53580, manufacturing site: werk selzach logistik, release to warehouse date: 17.jan.2023, expiration date: 01.jan.2026, supplier: - (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.